Manufacturer narrative:
B5: additional information. E3 - occupation: corrected. H6: health effect and health impact codes, updated. Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and a correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. (B)(6) was returned assembled with the pump cable cut approximately 3.5¿ from the pump header. The distal end portion of the pump cable, and modular cable were not returned. Approximately 6¿ of the sealed outflow graft was returned, with the bend relief properly connected to the graft hardware. The apical cuff was returned properly engaged with the cuff lock. Examination of the inflow cannula revealed a thin layer of strongly adhered tissue ingrowth at the proximal end. Similar depositions were noted along the inner lumen of the inflow cannula. This ingrowth appeared non-obstructive and would not have contributed to any flow issues during support. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, "introduction," lists infection as an adverse event that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The onset date of the dl infection was (B)(6)m 2024 and the culture identified was mycobacterium abscessus. The patient passed away before they could be transplanted.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient was explanted due to driveline infection with the goal of heart transplantation. The explant was not associated with recovery of cardiac function. It was noted that the device operated as expected.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the device was explanted. Additional information was not provided.